Manufacturer narrative:
This complaint should be considered cancelled. It was determined that there was no malfunction with any bd vacutainer® sst¿ blood collection tubes.

Event description:
It was reported that while using an unspecified bd vacutainer® sst¿ blood collection tubes there was erroneously low mean plasma/serum concentration results. There was no report of patient impact. The following information was provided by the initial reporter: we run a fairly large outreach in nh and we receive samples from a variant of clinics, most of whom are run by our own staff. The samples arrive spun and separated (green and gold gel barrier tubes) and for some reason on these outpatient samples we get large drops in our mean plasma/serum concentration. We¿ve been troubleshooting everything we can think of, and we are wondering if this could be that we are not correctly spinning/handling of the tubes and the gel is somehow interfering with our ion-selective electrodes.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using an unspecified bd vacutainer® sst¿ blood collection tubes there was erroneously low mean plasma/serum concentration results. There was no report of patient impact. The following information was provided by the initial reporter: we run a fairly large outreach in nh and we receive samples from a variant of clinics, most of whom are run by our own staff. The samples arrive spun and separated (green and gold gel barrier tubes) and for some reason on these outpatient samples we get large drops in our mean plasma/serum concentration. We¿ve been troubleshooting everything we can think of, and we are wondering if this could be that we are not correctly spinning/handling of the tubes and the gel is somehow interfering with our ion-selective electrodes.